Event description:
During remote follow-up, post-sensed t wave oversensing was observed on the device. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.